Event description:
The dr put in the wrong catheter. The dr personally selected the catheter from a central line cart outside of the room. Once the catheter was selected by the dr, he handed it to the nurse, in the room, to open. The nurse opened the catheter for the dr and gavie it to surgical tech to place on my sterile field. Surgical tech was wrongfully terminated for dr's medical error. The catheter kit did not have the pt info card or instruction booklet. The circulating nurse in the room entered the implant on the pt's chart.